Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of the specimen on a laparoscopic lung lobectomy, the bag tore and the specimen fell into the patient¿s cavity. Another anchor bag was opened to retrieve the specimen. There was no patient injury.